Event description:
It was reported that the right ventricular lead impedance was high and an alert was triggered. Based on the trend data, the impedance had been over 1000 ohms since the previous check about three weeks earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator (ICD) 2008 (B)(6); 6984m adapter 2008 (B)(6). (B)(4).